Event description:
It was reported that the ilet pump appeared to have a charging problem involving the battery charger, as the patient observed unusually slow charging and a low battery after recent charging, which interrupted insulin delivery during charging. Symptoms included insufficient information. Outcomes included insufficient information. Customer care provided investigative communication with the user and analysis of information provided by the user. Investigation of this case revealed a power source problem associated with the battery charger consistent with a charging problem. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.